Event description:
Patient on crrt (continuous renal replacement therapy) and using hf 20 set. Filter clotted off. Primed an hf 20 set and pulled air in line. Primed a second filter with the same results. Used a different machine and a 3rd hf 20 set and was able to restart crrt. Patient off circuit for approximately 3.5 hours. Lot #s: 24i0023z and 24f0020z. Manufacturer response for hf20 set, (brand not provided) (per site reporter). Awaiting response.